Manufacturer narrative:
The insulin pump was received with blank display due to broken off battery tube spring in the battery compartment. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test due to blank display. Unable to verify possible under delivery anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6)2018. The customer¿s blood glucose level was over 400 mg/dl at time of incident and current blood glucose 507 mg/dl. The customer had symptoms such as small ketones and chest pain. The customer treated with bolus pump. The customer alleges pump was under delivering as the blood glucose was high. The customer was wearing the pump at the time of hospitalization. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.